Event description:
Locking blunt cannula on IV line broke off in the connection. This has happened on evening shift. The locking blunt cannula breaks off on the neck of the connector. The parts have been saved and biomed has been paged. We replaced the broken parts and will continue to monitor.====================== health professional's impression======================n/a